Event description:
Pump reported to have a failure code 533:320:717:000 by the customer when returning the pump for servicing. The failure code will result in an audible and visual alarm and stop the channels in use. There was no report of patient compromise or injury associated with the alarm situation.